Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013 device evaluation:the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: during investigation, the pump history was reviewed and showed no ¿pump not primed¿ warnings or ¿cartridge detected¿ warnings recorded in the black box. The prime history verified the reported prime volumes. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. A force sensor calibration was found to be within the required specifications. A cartridge with 100 units correctly loaded into the pump. The pump was opened and no damage was found to the force sensor circuit. The issue of a load step malfunction was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging small prime volume, indicating the pump may be dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.